Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 125 ohms. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a red alert due to a high out-of-range shock impedance measurement of 125 ohms. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that the remote monitoring data for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead was forwarded to the following physician for review. It was noted that the shock impedance measurement was 100 ohms and within normal range as of august 7, 2022. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.